Manufacturer narrative:
Per comp - (B)(4) final report. Please note: correction made in section b.5 - hxlpe corrected to ecima. Correction made in section d.10 - hxlpe corrected to ecima and part no. 321.03.936 corrected to 322.03.936. Additional information, including post primary and pre revision x-rays, operative notes (primary and revision), patient age, activity level, weight and medical history, whether the patient followed correct post-op protocol and an update on the patient post revision, was requested in order to progress with the investigation of this event, however, the reporter confirmed that they could not provide these details and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing and sterilisation records have been identified and reviewed. Review of these records revealed no product non-conformity or deviation from process that would have caused or contributed to the reported infection. Infection is a known complication with any invasive surgery and the reported devices were manufactured, packed and sterilised in accordance with the relevant standards. Thus, the root cause of the reported infection could not be determined. Therefore, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA, the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Minihip / trinity revision of the stem, cup, ecima liner and biolox delta ceramic head after approximately 9 months due to infection.

Manufacturer narrative:
Per comp - 2286 initial report. Additional information, including post primary and pre revision x-rays, operative notes (primary and revision), patient age, activity level, weight and medical history, whether the patient followed correct post-op protocol and an update on the patient post revision, has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Minihip / trinity revision of the stem, cup, hxlpe liner and biolox delta ceramic head after approximately 9 months due to infection.